Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units cable reel is not retracting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event postal code: (B)(4) , event site state: lo). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states the cable drum replaced. All functional and calibration tests passed ok. No patient harm or other details available. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be in good condition.performed functional testing with a multimeter continuity test and also by retracting the cable. No issues found.fat could not verify the reported failure of the cable reel not retracting.retaining the in the failure analysis and testing department per procedure number (B)(4) rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a